Event description:
It was reported that a right atrial (ra) lead was explanted due to dislodgment confirmed via x-ray. A new lead was successfully implanted on the same day. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed a fracture of the lead tip approximately 40 centimeters (cm) from the terminal pin. The tip of the lead was not returned, as was reported from the field. Based upon the clinical observations and the laboratory findings, investigation determined the tip of the lead became detached due to a combination of factors including manipulation during removal/repositioning, lead design, and patient anatomy.

Event description:
It was reported that a right atrial (ra) lead was explanted due to dislodgment confirmed via x-ray. A new lead was successfully implanted on the same day. No additional adverse patient effects were reported.